Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast prosthesis implantation surgery with an unknow mentor implant on an unspecified breast. Post-operatively, the patient suffered breast capsular contracture. As a result, the patient underwent implant removal and replacement on (B)(6) 2019. Upon removal, the implant was identified to have bubbles. The replacement devices were: (left) 320cc mentor memorygel breast implant catalog: 3507320mc, lot: 7548330, sn: (B)(4) and (right) 320cc mentor memorygel breast implant catalog: 3507320mc, lot: 7672440, sn: (B)(4). The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.